Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the received drill bit has shown tat the cutting edges are worn at the tip. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: because of the damages at the tip, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition is confirmed, since the drill bit is worn/dull. Based on the provided information we are not able to determine the exact cause of this complaint. Due to the condition of the device, we can only assume that this reusable instrument is worn from repeated use. By this occurrence, blunt drill bits require more mechanical power during the application which could lead to malfunction of the device. The various mechanical damages are clearly caused post manufacturing. Because of that we would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history part: 310.534, lot: l436897, manufacturing site: bettlach, release to warehouse date: 30.may.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for distal radius fractures. During the surgery, the surgeon felt that the drill bit did not work properly. The surgery was successfully completed with a thirty (30) minute delay. No further information is available. This report is for one (1) 2.0mm drill bit w/depth mark qc/110mm. This is report 3 of 4 for (B)(4).